Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: investigation results: the returned speedband superview super 7 was analyzed, and the device was returned without the ligator housing and the handle had marks of trip wire being secured. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the device was returned without the ligator housing and the handle had marks of trip wire being secured. It is not possible to determine if the ligator housing had any sort of damage that could have affected the bands deployment. Additionally, this device was used in a manner inconsistent with the IFU as the speedband superview super 7 device was used after the expiration date and the speedband superview super 7 multiple band ligator IFU states "rotate inventory so that products are used prior to the expiration date on package label." Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.